Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, a nurse reported a recoverable fault 31243 and stated an endoscope would not work, with a blank image displayed on the screen. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the site to perform a hard power reset. After the reset, an image was restored; however, no light was emitted from the camera. The site used a second 0-degree endoscope, but the same issue occurred. At this time, it is unknown how the procedure proceeded.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the reported complaint and replaced the endoscope controller. The system was tested and verified as ready for use. The ec involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.